Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. It is stated that the message logs are not available for investigation because there was a power outage and the system turned off. Siemens service is being dispatched to troubleshoot the issue. The service report is pending. The root cause of this event is unknown.

Event description:
The customer reported discrepant ctni results for two patients tested on the stratus cs when compared to results on a different siemens lab analyzer. There was no reported injury due to this event.

Manufacturer narrative:
G1: contact office - name/address: updated contact information. Explanation of two conclusion codes - two patients with two different events: patient #1: conclusion code: 4315 cause not established. Patient #2: conclusion code: 4309 cause traced to environment. Additional information: patient #1: siemens healthcare diagnostics has identified an issue with ctni results when using the stratus cs ctni acute care testpak. It appears this complaint is related to this issue. Siemens has issued an urgent medical device correction (poc 19-014 a.us) to inform customers of these issues. Patient #2: siemens service went on site to troubleshoot and determined that the issue was related to a dirty photometer. Customer has not had any further issues.